Event description:
Head section of surgical table improperly secured, in contradiction to instructions and warnings, resulting in detachment of the headrest while pt on table. No injuries reported.

Manufacturer narrative:
Additional training and re-training has been and will be provided to confirm proper use and assembly and to remind staff to permit use of table only by those properly trained. In conjunction with said training and re-training, additional placards and written instructions will be issued. These actions, which will be performed by importer (B)(4) are expected to be completed by (B)(6) 2006 and are taken to provide additional emphasis upon the already-furnished instructions and warnings that explain proper assembly and fixation. The 151 head sections are affected by the above-described actions. These head sections were manufactured between (B)(6) 2003 and (B)(6) 2005 and distributed at the same dates directly after manufacture. Any subsequent communications pertaining to the above-referenced actions and the names and addresses of those receiving same will be timely supplemented.